Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: an empty opened box, an empty opened foil and a labeled winding former with a needle/suture combination of product code w9335, lot # mlz399 were returned for analysis. During the visual inspection of the opened sample, a foreign matter (insect dead) could be observed on the paper lid.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was noticed that there was a squashed dead fly on the inner sterile suture packaging. No adverse patient consequences were reported.